Event description:
During a lap cholecysectomy proedure, the clips were not advancing all the way into the applier. When fired had an opening on the proximal end of clip. Opened another sample to completd the case. Not performing a cholangiography, used under normal application. No patient consequence.